Event description:
The hosp reported during a procedure, the coil appeared to have detached prematurely inside the catheter. The procedure was completed with the use of another similar device. There was no pt harm associated with this incident.

Manufacturer narrative:
The device in question has not been returned to boston scientific for further investigation. Therefore, boston scientific canot conclusively determine the cause of the user's experience. If the device is returned, and further significant info is found, a supplemental report will be follow.